Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/noisy unit/alarm will not function. The key failure is the compressor has a top end noise.

Manufacturer narrative:
(B)(6) 2015. This product was inspected and repair by an independent repair center.should additional information become available, a supplemental record will be filed.